Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent (3.50mm x 15mm) in a severely calcified lesion. After the first inflation at 20 atm (above the resolute's rbp) for 20 seconds, poba was performed using the stent bc (balloon catheter). At this time, the bc was ruptured during inflation at around 16 atm while reaching up to 18 atm (above rbp). In spite of the incident, the stent was successfully implanted. The preps and device inspection were not performed. No resistance was noted when the relevant device was crossing the lesion. Lesion was pre and post dilated. No difficulty was noted when the relevant device was removed. No unusual resistance was noted when the protective sheath was removed. No adverse effect on patient. No clinical sequelae were reported. Evaluation summary: a longitudinal tear was visible along the proximal section of the balloon. The tear extended proximally into the balloon neck and distal to the proximal inner shaft marker.

Manufacturer narrative:
Evaluation results: failure to follow instructions ¿ the IFU recommends not exceeding the rated burst pressure as indicated on the compliance chart. Inherent risk of procedure¿ balloon burst. Evaluation conclusions: related to operational context ¿ he IFU recommends not exceeding the rated burst pressure as indicated on the compliance chart. Inherent risk of procedure¿ balloon burst. (B)(4).